Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with fortum injection (1gm) and vancomycin injection (2gm) (routes and frequencies not reported) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with pd therapy was not reported. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.